Event description:
Same case as MDR ID: 2134265-2015-02193 and 2134265-2015-02194. It was reported that a balloon rupture occurred. The patient was undergoing a bilateral iliac angioplasty procedure utilizing a kissing balloon technique. Two balloon catheters were advanced into the iliac arteries, a 7.0 x 40, 135cm mustang¿ balloon catheter advanced over a .035 schneider guide wire on one side and an unspecified 7x10 balloon catheter advanced to the other. During inflation to 8-9 atmospheres, the mustang¿ balloon catheter ruptured; the 7x10 balloon remained intact. A second 7.0 x 40 mustang¿ balloon catheter was advanced; however, during inflation to 8-9 atmospheres the balloon ruptured. An 8.0 x 40 mustang¿ balloon catheter was then advanced; however, this balloon also ruptured during inflation to 8-9 atmospheres. All balloons were completely removed. Following the rupture of the third balloon, angio was performed and the procedure was considered complete. It was further noted that the patient was large and the affected side where the balloons ruptured was described as potentially quite calcified. Additionally, the mustang balloons were advanced over the guide wire without additional catheter support and were said to have tracked easily. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upn-search corrected from h74939171070410 - mustang 7.0 x 40, 135cm - 39171-07041 to h74939171070470 - mustang 7.0 x 40, 75cm - 39171-07047. Upn corrected from h74939171070410 to h74939171070470. Catalog/model # corrected from 39171-07041 to 39171-07047. Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. A build-up of blood was evident in the balloon, consistent with a device leak. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was located at 3mm proximal to the proximal edge of distal markerband. A microscopic examination of the balloon material identified no issues with the balloon which could potentially have contributed to the pinhole. A visual and tactile examination found no kinks or damage along the shaft of the device. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the pinhole leak. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The patient was undergoing a bilateral iliac angioplasty procedure utilizing a kissing balloon technique. Two balloon catheters were advanced into the iliac arteries, a 7.0 x 40, 135cm mustang¿ balloon catheter advanced over a .035 schneider guide wire on one side and an unspecified 7x10 balloon catheter advanced to the other. During inflation to 8-9 atmospheres, the mustang¿ balloon catheter ruptured; the 7x10 balloon remained intact. A second 7.0 x 40 mustang¿ balloon catheter was advanced; however, during inflation to 8-9 atmospheres the balloon ruptured. An 8.0 x 40 mustang¿ balloon catheter was then advanced; however, this balloon also ruptured during inflation to 8-9 atmospheres. All balloons were completely removed. Following the rupture of the third balloon, angio was performed and the procedure was considered complete. It was further noted that the patient was large and the affected side where the balloons ruptured was described as potentially quite calcified. Additionally, the mustang balloons were advanced over the guide wire without additional catheter support and were said to have tracked easily. No patient complications were reported and the patient's status was okay.